Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels of up to 392 mg/dl in the last few days. The customer delivered correction boluses with the pump and changed out supplies multiple times within the last few days. During troubleshooting with tandem technical support, air bubbles were noted. The customer was guided through priming out the air bubbles and was instructed regarding the proper load process. In addition, the customer reported that earlier that day, a cartridge alarm 19 occurred during the load process. The customer loaded a new cartridge and the issue was resolved.